Event description:
On (B)(6) 2018, the lay user/ patient contacted lifescan (lfs) USA alleging that his onetouch verio 2 meter would not power on. The complaint was classified based on customer service representative (csr) documentation. The patient reported that two weeks prior to contacting lifescan, in the afternoon, the subject meter would not power on when he inserted a test strip, preventing him from conducting a blood glucose test. The patient reported that he manages his diabetes with insulin ¿ no adjustments (levemir and humalog). He was unable to provide any indication as to whether he made any changes to his usual diabetes management regimen in response to the alleged product issue. The patient reported that at an unspecified time after the product issue began he began to develop the symptoms of feeling ¿lethargic and cold sweat¿ but denied receiving any treatment over and above his usual routine of diabetes care and management. During troubleshooting, the csr verified that this was not the first time the patient had used the subject meter, the patient was using the correct test strips and there was no product misuse associated with this complaint. The csr also confirmed that based on the information provided the subject meter¿s battery/ies did not need replaced. The csr walked the patient through inserting a new test strip per owner¿s manual but the meter did not turn on and the issue could not be resolved with training. Replacement products were sent to the patient. This complaint is being reported as the patient reportedly developed symptoms suggestive of a serious injury adverse event after not being able to test his blood glucose due to the subject meter not powering on when he inserted a test strip.